Manufacturer narrative:
The device was received for evaluation. During functional testing, the device display was distorted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition ¿blank screen' was not verified. The cause of the distorted display was determined to be a failing liquid crystal display (lcd). The lcd requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.